Event description:
It was reported that the patient's heart races and the patient felt anxious whenever the patient goes into an (B)(6) store. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.